Event description:
Surgeon was placing a screw another co on right acl with a small fragment screwdriver when tip (1mm) of the screwdriver broke off in the head of the screw. Surgeon was unable to retrieve the piece from the head of the screw.